Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. Based on the results of the investigation, it was confirmed that the event (image becomes blurred, indistinct or noisy.) Reported by the customer occurred and the event (no image is displayed) reported by the customer did not occur. It is likely the image became blurred, indistinct or noisy was due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that was indistinct or noisy, and no image was displayed. The issue occurred during set up. There were no reports of patient harm.